Event description:
The pharmacy technicians discovered three cases of heparin pre-mixed solution that had a discoloration on the outside of the [primary] bag and the solution bag was still in its overwrap. Hospital lab tested the brown discoloration (culture) and results showed no growth. Two units were returned for eval. The returned samples were received and reviewed to verify the reported condition. Examination of the returned samples confirmed report. Two excel units exhibited small amounts of brown material along the outside, upper left seam of the primary bags and inside the overwraps. We are in the process of identifying the brown material; as the sample size is small we are sending this to an outside laboratory for identification of the material. As soon as the investigation results become available, we will notify you. This is the first report citing lot j2d537 since its date of manufacture in (B)(6) 2012, and there are no mfg non-conformances citing this lot number. (B)(6).